Manufacturer narrative:
We checked the returned unit and confirmed that the objective lens unit cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the objective lens unit. In addition, we confirmed that the control body fluid damage, the light guide fiber bundle (lcb) broken, the lcb distal cover glass broken, the objective prism cloudy (not clear view), the insertion flexible tube (ift) buckled, the insertion flexible tube (ift) crushed, the us connector cable crushed, and the operation channel resistance; however, they are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report, ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (cloudy).